Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify off no power anomaly due to blank display.

Event description:
The customer reported via phone call the insulin pump had an unexpected battery power loss. The customer's blood glucose level was unknown at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.